Event description:
The patient was grounded in the usual manner, cautery cord plugged into cautery unit (B)(4). The md complained that he was no longer getting electricity to the cautery device. The circulator checked the equipment and assessed the cord, cord was deemed plugged in appropriately. The scrub tech heard a pop noise and found the cautery cord on the floor and plug still attached to cautery unit. The cord was replaced and md continued case.